Event description:
Customer reported being hospitalized in (B)(6) 2014. The blood gluocse at the time of admission was 1500 mg/dl. The customer stated he was ill with the flu. He then removed his insulin pump and became more ill. The customer stated he was treated for four days in the hospital. The customer is now back on the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.